Manufacturer narrative:
B4:28jul2021. The device was in clinical use at the time the reported issue was discovered; however, the device stopped, and the patient was provided medical intervention, which required intubation and coded (patient was a code blue). The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower motor per the instructions in chapter 8, section 8.30 of the v60 service manual. Performed 9.3.3 electrical safety (test 1), 9.3.4 leak tests (test 2), 9.3.6 pressure accuracy (test 4), and 9.3.7 air delivery/flow accuracy (test 5) as outlined in chapter 9, section 9.3. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The field service engineer replaced the motor controller pcba and blower motor. Electrical safety test, leak test, pressure accuracy test, and air delivery/flow accuracy tests were performed. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts), reporting that the device displayed blower temperature too high diagnostic error. The customer reported there was no patient involvement at the time the issue was discovered.